Manufacturer narrative:
Not applicable.

Event description:
The reported problem (injury) was confirmed. A us distributor reported that a patient received a torn ligament and torn bicep while wearing the lifevest. The patient is receiving physical therapy for the injury. The outcome of the injury is unknown.